Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating that the listed device was found leaking at the cuff after an unk amount of time in use. The endotracheal tube was replaced. No permanent adverse health effects were reported.